Manufacturer narrative:
Approximated as event date is noted to be in (B)(6) 2020 but exact date is unknown.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. Post-procedure the patient was on warfarin and aspirin. Post-implant transesophageal echocardiogram (tee) revealed a 2-3mm peri-device leak which remained stable at the 45-day, 6-month, and 1-year follow-ups. Approximately 1 year and 4 months post-procedure, tee revealed a thrombus on the surface of the watchman. Seven months later the patient was started on eliquis 2.5mg. An additional 4 months later, tee revealed the thrombus had not resolved and the patient's medication was increased to eliquis 5mg. Approximately 1 year later, tee revealed the thrombus had not resolved. No additional information is known.